Event description:
It was reported that the pump battery would not charge. There was no reported adverse impact to the customer¿s blood glucose level. The customer attempted troubleshooting by using different charging cables and adapters, but the issue persisted. Tandem technical support decided to replace the pump and confirmed it was still under warranty. The customer was instructed to use a backup insulin pump and put the malfunctioning pump into storage mode before returning it with a pre-paid label.